Event description:
Patient complains of muscle spasms, uncomfortable to deal w/ especially when trying to eat and drink. Patient was feeling contractions of her abdomen muscles. Patient email: I have had an enterra pacemaker for 13 years of my life now, and it has been life-changing. One thing that I've noticed gets more annoying over time is the abdominal muscle spasms I get from the leads when my stomach moves against my muscle. I was born with malrotation and needed several surgeries that resulted in nerve damage, leading to my gastroparesis. Since I've had the implant, I've occasionally noticed it would cause my ab muscles to spasm. The only real explanation for this that my doctors or I have been able to come up with is that since my internal organs are not as connected as the average person's as my stomach repositions as I eat or move, the location of the lead connection comes in contact with my abdominal wall and leads to a muscle spasm. I have had the device turned down, which eased the intensity of the spasms but also made my symptoms worse. Do other patients experience this? What other settings could my provider try changing to help the spasms not be so strong and disruptive of my daily life? They are visibly noticeable when they occur and uncomfortable to deal with, especially when I'm trying to sleep or eat. Patient also called sales rep (B)(6) on (B)(6)2024. Patient said she has her device turned off as of result of feeling her pectoralis muscles contracting when she would lay prone. She said her voltage was set at 8.5 volts. Patient was asked if her clinician dr. (B)(6) tried to lower the voltage to see if the contractions would resolve. She said that the contractions continued. Patient said that her device is currently turned off and that her symptoms are starting to come back. Patient has an appointment to see her surgeon at allina in the beginning of (B)(6). Patient also says the stimulation she is feeling started right after her implant on (B)(6) 2024. Patient felt stimulation of electrodes; underwent surgery to add belly fat over electrodes; no further issues. No further action to be taken.